Event description:
It was reported the patient had never had therapeutic effect. Therapeutic benefit decreased at night. The patient had accidents and could not make it to the bathroom due to the lack of symptom control. They got up every two hours. Therapy was good during the day. While on the call, stimulation was confirmed on. Increasing to 1.40 v was too strong. Therapy was not helping at 1.35 v. The patient changed from program three to program four. Stimulation was increased to 0.90 v and was too painful. Stimulation was too strong at 0.80 v, so stimulation was decreased to 0.75 v. They did not feel stimulation. The patient switched to program one. Stimulation was comfortable at 1.30 v. The patient needed to turn stimulation off for knee surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient recently had a knee replacement. The patient¿s efficacy decreased after the knee surgery due to the trauma and the body¿s need for recovery. It was stated that the patient was instructed to wait 3-4 weeks to see if their efficacy returned before reprogramming the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pt4a, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had not been using ¿it¿ because ¿it¿ wasn¿t working well. When asked to clarify, they stated that they go to the bathroom quite often and was up 4 times a night. It was reiterated that is seems to work during the day, but they don¿t have control at night. It was stated that they will have an urgent impulse to go to the bathroom right away and they cannot wait. Troubleshooting had already included them ¿playing around with it,¿ and they noted needing to stay on a low number; they were currently on program 2 at 1.0, and stimulation was on. No further patient complications are anticipated or expected as a result of this event.